Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5 device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted.

Event description:
It was reported that during a colon procedure, error code 5: instrument. The instrument worked properly for 2h 30m, then it stopped. Not noted how case completed. No patient consequence.